Manufacturer narrative:
Results: this batch was manufactured in february 2017, qty is (B)(4), in automation line # 3. No related abnormalities found in DHR. One returned sample shows a black fm on pp connector, but it is not clear that what kind of material it is. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Conclusion: bd cannot confirm related to manufacturing. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the nurse found foreign matter in fluid pathway of the bd intima ii¿ IV catheter 24g x 0.75 in prn and screw connection site before use. No medical interventions.